Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission detected episodes of non-sustained right ventricular oversensing. It appears the oversensing signals may be potential myopotential. The low frequency attenuation was disabled and a sensitivity setting was programmed. The patient condition is stable and there were no more problems with the device.